Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an intrathecal unknown drug (concentration and dose unknown) via an implantable pump for unknown indications for use. It was reported that the rep got a call from one of her physician contacts stating a patient has a pump (thought it was a sync iii) but did not confirm and the patient had a low reservoir alarm occurring at refill and all programming was updated. The patient went home and the pump has continued to audibly alarm. The rep did not have any patient information to confirm the actual pump. Discussed v2 software update and discussed having patient return to the clinic to confirm and silence the alarm. Additional information received from the company rep and confirmed with the healthcare provider indicated that this was a user error. They did not turn the alarm off before updating. Additional information was received from a healthcare provider via a company representative stated that another hcp continued hearing the low reservoir alarm and did not silence it before updating. There was no additional information that was available.